Event description:
During evaluation of the device by physio-control, it was found that it would not complete boot up to download device information. The device had a message service and was inoperable. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced main pcb at the failure analysis center and observed that the pcb does not complete the boot cycle. Further component root cause of the issue was not determined.